Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd876482 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of "infection came from removal of bacteria when colonoscopy was performed" and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On unreported dates, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unreported date, the patient experienced "infection that came from removal of bacteria when colonoscopy was performed". On an unreported date, the patient experienced peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment information was not reported. On an unreported date, the patient recovered. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided for either event.